Event description:
It was reported that the ilet pump screen was cracked, preventing access to the menu and the top left corner of the screen, and a replacement device was shipped with instructions provided for shutdown, return, data syncing to the mobile app, and restart on the replacement device. Symptoms included no reported adverse health effects and no impact on blood glucose. Outcomes included continued cgm use through the dexcom app or receiver and successful delivery of the replacement, with a return label provided for the original device. Investigation included customer education, verification of shipping and billing information, and coordination of device replacement. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen, which impaired user interface functionality; no device performance issues beyond the damaged display were identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display due to external factors.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.